Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes foreign matter- orange clumps were found in 20 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes foreign matter- orange clumps were found in 20 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 308 samples for investigation. The evaluation of these samples indicated the presence of yellowish edta clumps in the tubes, which are recognized as an aesthetic defect with no impact on the efficiency of the tube. This yellowing occurs due to the size of the deposit slightly yellowing upon irradiation. Additionally, 100 retained samples were visually inspected and were also found to contain edta clumps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.